Manufacturer narrative:
(B)(4). Disposable brand name: trima accel plt, pls, rbc set. Disposable manufacture date: 03/2011. The disposable set investigation evaluation and corrective actions are in-process. A follow-up report will be provided. Equipment: investigation: a service call was placed for this machine. The service rep checked the rbc detector and found it was within specifications. He ran a full autotest with no issues found. The run data files were analyzed for this incident. The signals in the run data files indicate that the trima accel system operated as intended. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: undetermined; from the information available there does not seem to be a hemolysis issue and the device performed as intended and per specifications.

Event description:
The customer reported red discoloration in the plasma and platelet products during a platelet/plasma collection procedure at 32 minutes. The run was ended. The customer noted a kink in the rbc line on the disposable set and was questioning why she did not receive any alarms or alert messages indicating the potential rbc contamination in the platelet line, or indicating increased pressure due to the kink in the line. The supervisor states that the operator described a line of rbcs going up the platelet and plasma collection lines. The run was ended without rinseback. The customer is alleging deficiency with the disposable and the equipment. The donor was monitored for 30 minutes post-procedure. His vitals were stable and no adverse effects were observed. The donor was also contacted the next day to check on any ill effects, and he reported that he had none. This report is being filed due to the potential for hemolysis.